Event description:
On (B)(6) 2016, 3m was informed about a patient who required extraction of teeth treated with a 3m espe lava ultimate cad/cam restorative for cerec crowns. On (B)(6) 2012, lava ultimate crowns were placed on teeth #19 and #20 because recurrent decay occurred around the prior crowns on those teeth. On (B)(6) 2013, a lava ultimate crown was placed on tooth #30, also due to recurrent decay around a prior crown. On (B)(6) 2014, this crown debonded and was re-cemented. On (B)(6) 2013, a lava ultimate crown was placed on tooth #14, due to recurrent decay around the prior crown. On (B)(6) 2013, a lava ultimate crown was placed on tooth #15, due to fracture of the porcelain on a prior crown. This patient relocated to another state, but follow-up indicates that she has had several of the teeth crowned with lava ultimate extracted. No further information on the dates of these extractions or involved tooth number were made available to 3m; it remains unclear what role lava ultimate crowns may have had in the outcome, as prior tooth history suggests that the underlying tooth structure may have been compromised.